Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 375cc gel breast prostheses developed symmastia. It was reported that the breast prostheses are too wide for the patient and that the patient would like more cleavage. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 29-sep-2021, mentor received additional information about the event. The patient underwent a surgery in (B)(6) 2021 to correct the symmastia. The breast prostheses were removed, sterilized, and re-implanted in the patient during this procedure. Mentor breast prostheses are single-use devices and re-implantation goes against the IFU. Reason for device explant and/or reoperation: symmastia. Manufacturer¿s reference number: (B)(4).